Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the thoracoscopic pulmonary lobectomy surgery, when severing lung tissue, after fired, noted some staples malformed with irregular shape. Used suture to over sew. There was no patient consequence reported. No additional information can be provided.